Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
On (B)(6) 2022, the patient was undergoing a thrombectomy procedure in the main, left, and right pulmonary arteries using an indigo system separator 12 (sep12), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine), and a lightning aspiration tubing (lightning). During the procedure, after aspirating clot using the engine and lightning for approximately 25 to 30 minutes, the engine fell off the table and the usb cable of the lightning became damaged. Therefore, the lighting was removed. It is unknown what caused the engine to fall off the table. The physician then continued to engage the clot in the target vessel using a new lightning and the same sep12, cat12, and engine. Subsequently, the patient experienced a perforation of the left lower pulmonary artery. The physician performed a bronchoscopy and intubation and administered protamine to treat the perforation. The physician then performed a tracheotomy and, subsequently, a medical procedure was performed to treat the tracheotomy. The patient also experienced hypotension and was administered medication to treat it. The procedure ended at this point with an estimated blood loss of 350 ml. It was reported that adjunctive treatments in addition to the indigo aspiration system used for the purpose of reducing clot burden was not done. On (B)(6) 2022, the patient experienced a retroperitoneal bleed, and the event was considered resolved. The perforation of the left lower pulmonary artery, tracheotomy, and hypotension were reported to be serious adverse events with definite relationships to the indigo aspiration system and index procedure. The retroperitoneal bleed was reported to be a serious adverse event unrelated to the indigo aspiration system with a probable relationship to the index procedure.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2022-00305 1. Section h. Box 3. Reason for non-evaluation.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra clinical team on 02 oct 2022: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
On 03-jun-22, the patient was undergoing a thrombectomy procedure in the main, left, and right pulmonary arteries using an indigo system separator 12 (sep12), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine), and a lightning aspiration tubing (lightning). During the procedure, after aspirating clot using the engine and lightning for approximately 25 to 30 minutes, the engine fell off the table and the usb cable of the lightning became damaged. Therefore, the lightning was removed. It is unknown what caused the engine to fall off the table. The physician then continued thrombectomy in the target vessel using a new lightning and the same sep12, cat12, and engine. Subsequently, the patient experienced a perforation of the left lower pulmonary artery while engaging the clot using the sep12. The physician performed a bronchoscopy and intubation and administered protamine to treat the perforation. The physician then performed a tracheotomy and, subsequently, a medical procedure was performed to treat the tracheotomy. The patient also experienced hypotension and was administered medication to treat it. The procedure ended at this point with an estimated blood loss of 350 ml. It was reported that adjunctive treatments in addition to the indigo aspiration system used for the purpose of reducing clot burden was not done. On (B)(6) 2022, the patient experienced a retroperitoneal bleed, and the event was considered resolved. The perforation of the left lower pulmonary artery, tracheotomy, and hypotension were reported to be serious adverse events with definite relationships to the indigo aspiration system and index procedure. The retroperitoneal bleed was reported to be a serious adverse event unrelated to the indigo aspiration system with a probable relationship to the index procedure. (B)(6), 2022, the investigator re-assesed the retroperitoneal bleed to be unrelated to the index procedure.

Manufacturer narrative:
Evaluation of the returned sep12 revealed an undamaged device. The complaint indicated that there was no damage to the sep12. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Vessel perforation and hemorrhage are included as possible complications in the instructions for use (IFU) for the indigo aspiration system. H3 other text : placeholder.